Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Summary of investigational findings: (B)(6) 2025: filter implanted. (B)(6) 2025: prepare to retrieve filter. During the procedure, it was found that the filter hook adhered to the vessel wall (handled in this complaint). After the retrieval loop hooking the filter, before performing the backward pullback, the retrieval loop suddenly ruptured. Subsequently, a new retrieval system was replaced and removed the ruptured end of retrieval loop. It was reported that the filter was not collapsed and not retrieved. The complaint reported by the user was confirmed. The complaint is confirmed based on customer and/or sales representative testimony. The device evaluation could not be performed as the device or photographic evidence of the device was not returned for evaluation. A review of the manufacturing records and/or specifications did not reveal any discrepancies/nonconformances that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. The review of the relevant manufacturing records confirms the failure has not previously occurred for this manufacturing lot. There is no evidence to suggest that the user did not follow the instructions for use or label. A cause could not be determined from the investigation due to limited information to determine how and when the filter hook was adhered to the vessel wall. It is assumed that the filter was deployed and implanted correctly and therefore the filter may have tilted during implant period. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under PMA/510(k): k233680. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: on (B)(6) 2025: filter was implanted. (B)(6) 2025: prepare to retrieve filter. During the procedure, it was found that the filter hook adhered to the vessel wall. After the retrieval loop hooking the filter, before performing the backward pullback, the retrieval loop suddenly ruptured. Subsequently, a new retrieval system was replaced and removed the ruptured end of retrieval loop. The filter was not retrieved. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.